Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, patient's mother was unable to locate sensor wire. Patient inserted sensor in buttocks which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.